Event description:
On (B)(6) 2016, a patient had total hip arthroplasty with an ovation tribute stem and a biolox ceramic femoral head. The surgeon implanted an acetabular shell and liner from a different company (stryker). On (B)(6) 2026, a revision was performed because the anterior portion of the acetabular liner was worn. The acetabular components were replaced along with the femoral head. The hip stem was securly fixed so it was not replaced. The revision surgeon believes that impingement was likely between the liner and the stem neck during flexion caused by too much anterior clearance created during the initial surgery. Use of the device with components from other systems is contraindicated. Even though the femoral head was not mentioned by the surgeon as a potential cause, this report is submitted because the femoral head was replaced. (Report 2 of 2).